Event description:
An additional instance of post-paced t-wave oversensing (pptwos) was noted. No intervention was performed. There were no patient consequences.

Event description:
An additional instance of post-paced t-wave oversensing (pptwos) was noted. The product was explanted and successfully replaced. There were no patient consequences.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet implemented. There were no patient consequences.